Event description:
The husband of a (B)(6) female patient contacted lifecor customer support to report that both of the patient's battery packs would not fit into the monitor. Support sent the patient a replacement monitor and battery packs.

Manufacturer narrative:
Device manufacture date: monitor (B)(4). Battery pack (B)(4) - 01/2008. Battery pack (B)(4) - 02/2008. Device evaluation summary: device evaluations of monitor (B)(4), battery pack (B)(4), and battery pack (B)(4) have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Battery pack (B)(4) had connector shell damage. The battery pack would still charge despite this damage. The root cause of the shell damage is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The battery pack was repaired, retested and restocked. Battery pack (B)(4) had a broken locking tab. The root cause of the broken locking tab is unk, but is likely the patient forcibly removing the battery pack from the monitor without first depressing this locking tab. The battery pack was repaired, retested and restocked. The damaged connector on the monitor and battery pack was replaced. No adverse events resulted from the damaged monitor or battery packs. The patient received a replacement monitor and battery packs.